Manufacturer narrative:
The reported events were dislodgement, extra cardiac stimulation, and helix unable to extend. As received, a complete lead was returned for analysis. The reported event of helix unable to extend was confirmed. Examination of the lead found the inner coil was over torqued at the connector pin region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Additional information was received indicating that the dislodgement was suspected to be due to the helix of the right ventricular lead being unable to remain extended.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Diagnostic imaging was performed and confirmed a dislodgment of the rv lead. The rv lead was repositioned. The following day, the rv lead was observed to be dislodged again. A second revision procedure was performed, but the helix of the rv lead was unable to remain extended. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.